Event description:
A report was received that the patient was experiencing difficulty charging the ipg due to the battery being placed too deep. The patient underwent a pocket revision wherein the old ipg was replaced. There was no suspected device malfunction with the old ipg. The patient was doing well following the procedure.

Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.